Event description:
Related manufacturer reference number: 2017865-2021-36435. During a remote follow-up, a loss of capture and p wave amplitude variation were observed on the right atrial (ra) lead and a loss of capture, far p oversensing, and inappropriate high voltage (hv) therapy were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a dislodgement of both the ra and rv leads as a result of twiddler's syndrome. The ra and rv leads were repositioned to resolve the event. The patient was stable and will continue to be monitored.